Event description:
Information was received from multiple sources (patient, manufacturer representative (rep), healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient reported not being able to increase the trial ins settings with her trial remote control. Rep made an appt to see the pt with their healthcare provider (hcp) at the clinic and planned to change out the trial pt controller on (B)(6) 2022. Rep completed further trouble shooting when they met with the pt in clinic and it was determined that the equipment was functioning properly but for only the left lead and not the right lead. Hcp ordered an x-ray and it was determined that the right lead had migrated out of the position achieved on (B)(6) 2022. The lead had been placed peripherally under the skin in the lateral mid back on the right side subcutaneous. The lead migrated all the way out of position and all impedances were out of range 8-15 lead. The external neurostimulator (ens) and pt controller would only work on the left side lead. Rep reprogrammed the ens for only the one lead and hcp continued the trial but only on the pt¿s left side pain area. The trial will end on (B)(6) 2022 and pt will determine if they had enough relief to move forward to a permanent implant. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received form the manufacturer representative reported that the cause of the lead movement was not determined. Both leads were removed when the trial ended. The patient requested to have another trial as they were not able to evaluate the right side where most of their chronic pain was due to the lead moving.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.